Event description:
This is a non-us adverse event. The event occurred in (B)(6). Contact indicated her daughter tried to remove a tampon she had inserted due to issues with comfort. Upon removal of the tampon, the tampon tip came apart and remained inside her daughter.

Manufacturer narrative:
Device history record in review. Consumer did not return product samples for evaluation.